Event description:
It was reported during the procedure that there were positioning/fixation difficulties with the right atrial lead. The lead was explanted and another lead was utilized. The ICD was also explanted and replaced at the discretion of the physician. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) blood in/on helix/lobe mechanism along with some tissue that was likely the cause for the helix to not retract/extend correctly. Additionally, the lead was stretched, the inner tubing was buckled, all conductors were distorted and the outer insulation was breached/cut from apparent explant damage. The partial lead was returned in segments.